Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation associated toh3, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and the image provided by service business center the foreign material adhered to/clogged the air/water-channel and air/water-cylinder. The foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The suggested event is detectable and preventable by handling device in accordance with the following instruction for use( IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this olympus device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited whitish foreign materials inside the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.